Event description:
It was reported via phone call the the customer's insulin pump was dropped and now the insulin pump has a loose drive support cap. Customer's blood glucose levels at the time was unknown. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with loose drive support cap, cracked reservoir tube lip, minor scratched lcd window, scratched reservoir tube window and reservoir tube cracked.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.